Manufacturer narrative:
Manufactures investigation conclusion a direct correlation between heartmate 3 lvas and the reported event could not conclusively be established through this evaluation. The account communicated that the patient had suspected thrombus. A transesophageal echocardiogram (tee) was performed on (B)(6) 2019 and revealed frequent obstruction of inflow cannula due to contact with the right ventricular (rv) septal wall which is likely the source of low flows. The patient remains ongoing on heartmate 3 lvas. Multiple attempts for additional information were made and no further detail was provided. The instructions for use (IFU) lists renal failure and device thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The instructions for use (IFU) addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that based on source review for the reported suspected device thrombosis, a transesophageal echocardiogram (tee) from (B)(6) 2019 shows frequent obstruction of inflow cannula due to contact the rv septal wall which is likely the source of the low flows. No additional information provided.